Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2138-50, serial number: (B)(4), batch/lot number: 118151/118285, model/catalog description: scs 50cm iii lead 8 contact lead. Model number/catalog number: sc-8116-70, serial number: (B)(4), batch/lot number: 115680, model/catalog description: scs paddle lead 2x8, 70cm 16 contact lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient did not like the stimulator. The patient underwent an explant procedure. No further information could be obtained.